Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
The customer reported that the keypad is not functioning, and power status light emitting diode (led) not lit. The customer reported that the unit was not in use on the patient. The field service engineer (fse) was able to duplicate the reported problem. The (fse) replaced the keypad and overlay to address the reported problem.